Manufacturer narrative:
The insulin pump was received with blank display due to broken soldier joint. Displacement test was not performed due to blank display anomaly. The device had cracked reservoir tube lip, cracked battery tube threads, cracked cased at the display window corners, minor scratches on the lcd window, scratches on the reservoir tube window, and cracked belt clip slot.

Event description:
Customer's guardian reported via phone, the battery compartment on the insulin pump was cracked and it was completely dead a few days but she didn't realized it was cracked then until now. Customer's blood glucose was over 300 mg/dl. Customer's guardian stated the device has a crack on the battery compartment and the device turns off. Customer's guardian was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.